Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant fracture.

Manufacturer narrative:
Device received for this event is being corrected from uni abutment ev 4.8 - 1 mm catalog # 25566 to bridge screw ev catalog # 25481. This is a follow up report for this corrected information. Correcting UDI # from (B)(4) to (B)(4). This is a follow up report for this corrected information.